Event description:
It was reported the patient lost weight and the patient¿s ipg also became loose in the pocket following an unrelated surgical procedure (date unknown). As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was revised.